Manufacturer narrative:
Follow-up #1 date of submission 09/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box data showed several occlusion alarms occurring due to high force. During testing, the pump successfully completed the ez prime steps. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of the malfunction/issue; insulin delivery may be affected without the user being aware.